Event description:
A healthcare facility in sweden reported via a fisher and paykel healthcare (f&p) field representative that a z41002 chamber complete autofeed 900 chamber from 950a81 vented dual heated circuit kit was leaking water between the chamber base and chamber dome. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The z41002 chamber complete autofeed 900 chamber is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k934140. Method: the complaint z41002 chamber was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection confirmed that crack line was found on the base of the chamber dome. The rolled base thickness was found to be within specification. Further analysis of the subject z41002 chamber revealed signs of environmental stress cracking (esc) which indicates exposure to chemical attack. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by exposure to chemical which is incompatible with chamber dome material. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chambers would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use beyond 14 days maximum duration of use." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The z41002 chamber complete autofeed 900 chamber is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k934140. The complaint z41002 chamber complete autofeed 900 chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that a z41002 chamber complete autofeed 900 chamber from 950a81 vented dual heated circuit kit was leaking water between the chamber base and chamber dome. There was no reported patient consequence.